Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac decompensation. It was also reported there was permanent right ventricular stimulation and elevated thresholds on the leadless implantable pulse generator (ipg). It was noted the patient had lower limb edema, reduced ejection fraction and high levels of n-terminal pro-brain natriuretic peptide (nt-probnp). The device was upgraded and the patient status was resolved. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient¿s status was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac decompensation. It was also reported there was permanent right ventricular stimulation and elevated thresholds on the leadless implantable pulse generator (ipg). It was noted the patient had lower limb edema, reduced ejection fraction and high levels of n-terminal pro-brain natriuretic peptide (nt-probnp). The device was upgraded however the patient status remains unresolved. No further patient complications have been reported as a result of this event.